Event description:
The customer reports that the image is blank.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep ordered a new interconnect cable for the customer.